Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was unable to prime. The following information was provided by the initial reporter: "the needle blocks the insulin flow. During the flow check."

Manufacturer narrative:
H.6. Investigation: customer returned 2 used 4mm, 32 gauge nano pen needles without lot identification. The pens did no feature any immediately observable defects. Each pen needle was attached to a test pen. Saline was pushed through the system out the distal tip of the pens without issue. No clogs were observed in either of the returned samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of a needle clog. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was unable to prime. The following information was provided by the initial reporter: "the needle blocks the insulin flow. During the flow check."